Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02581 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6), 2010. According to the complainant, the first two ablation attempts were performed at half deployment and roll-off was achieved. However, after the second attempt, the physician noted that 8cm of the cannula distal insulation came off. The next three ablation attempts were performed with the array fully deployed. However, on each attempt, roll-off could not be achieved. Therefore, the leveen needle electrode was replaced and the ablation was able to be completed. The account indicated that a needle guide and aloka sdd-5000 echo were used to assist with this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Insufficient roll-off. The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-02581 addresses the other device. It was reported to boston scientific corporation that a rf 3000 radiofrequency generator and a leveen needle electrode were used during a liver rfa (radiofrequency ablation) procedure performed on (B)(6) 2010. According to the complainant, the first two ablation attempts were performed at half deployment and roll-off was achieved. However, after the second attempt, the physician noted that 8cm of the cannula distal insulation came off. The next three ablation attempts were performed with the array fully deployed. However, on each attempt, roll-off could not be achieved. Therefore, the leveen needle electrode was replaced and the ablation was able to be completed. The account indicated that a needle guide and aloka sdd-5000 echo were used to assist with this procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found that the electrode insulation was wrinkled, damaged and torn in two. The tear was located at 7.4 to 7.9 centimeters from the cannula distal end and the wrinkle was 3 centimeters from the cannula distal end. Score marks were found in the throw of the handle plunger indicating that the device was used in a partial deployment scenario. Functionally, the array was able to be extended and retracted without issue. However, when extended, the array was tilted and one tine was bent. Continuity of current was confirmed between the handle connector, the array and the damaged area in the insulation. The condition of the returned incident device was consistent with the complaint that the electrode insulation was peeled. During the evaluation, the electrode insulation was found to be torn and damaged which likely occurred due to use with the needle guide. The directions for use (dfu) caution the user on how to use the leveen needle electrode with a metal needle guide. Additionally, the event description revealed, and the evaluation confirmed, that the device was used via a partial deployment scenario. However, the directions for use (dfu) indicate that only a leveen 5.0 cm electrode is recommended for use in a partial deployment setting (the suspect device was a 3.0 cm electrode). Therefore, the most probable root cause is user error. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).